Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the liner and dislocation of the liner. The materials of the total hip arthroplasty were stable. The patient was subjected to total hip replacement in (B)(6) 2015. On (B)(6) 2018 reported strange noise - creaking in total arthroplasty. In the radiology test, a head shifting was found due to polyethylene damage. It was surgically operated on (B)(6) 2018 and it was found that the polyethylene lift was broken and the material was completely unblocked. New polyethylene was implanted.